Event description:
It was reported that during the da vinci supracervical hysterectomy procedure, an error message was noticed and the system arms would not move. The surgical staff examined each system arm to remove and reset the instruments installed and had difficulty removing the endowrist prograsp instrument from one of the arms. The surgical resident attempted to grab the endowrist prograsp instrument with another instrument to remove it from the pt, but was unsuccessful. The instrument was removed with the trocar still attached and the instrument appeared to be shredded upon removal. Upon redocking, a metal instrument component was observed in the pt and was retrieved. An instrument of the same type was installed on the system arm and the planned surgical procedure was completed after a 45 minute delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. Once the instrument has been received and failure analysis has been completed, a follow-up MDR will be submitted. Per the case notes, the broken instrument component was successfully retrieved from the patient.